Event description:
A caller reported an alarm occurring, specifically alarm 01. There was no adverse impact on the customer's blood glucose level. As a corrective action, technical support instructed the caller to load a new cartridge, and the caller was able to do so successfully, allowing for the resumption of insulin therapy. Details regarding the cartridge lot number were unavailable, and the caller did not have the original cartridge to verify any potential cracks.